Event description:
It was reported that the pump had alarmed ¿downstream occlusion.¿ all attempts to clear the occlusion had been made, including creating new connections, applying new tape, and disconnecting and reconnecting the tubing. These attempts had been performed three times. The pump had then been removed, the infusion had been placed on a new pump, and it had worked without issue. Continuous infusion rate had been 5 ml per hour. The starting or original reservoir volume had been 230 ml, the remaining reservoir volume had been 230 ml, the planned length of infusion had been 46 hours, and the lock level had been locked. The pump had not been used to prime the extension tubing. Instead, the extension set had been attached to the pump, and a syringe had been used to prime the line. The event occurred while in use with a patient at the clinic. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.